Event description:
Additional information was received indicating the patient passed away.

Event description:
Additional information was received indicating the pericardial effusion progressed to cardiac tamponade.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient experienced syncope, dyspnea, and nausea. Diagnostic imaging was performed and cardiac perforation from the right ventricular (rv) lead was observed resulting in pericardial effusion. A sternotomy was performed and the pericardial effusion was addressed by pericardiocentesis. The rv lead and implantable cardioverter defibrillator (ICD) system were explanted. Post procedure, the patient was unconscious and supported by extracorporeal circulation.